Manufacturer narrative:
(D10) concomitant devices: 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6), 300-20-02 - eq square torque define screw drive kit: (B)(6), 310-02-41 - equinoxe, humeral head tall, 41mm (alpha): (B)(6), 314-13-03 - equinoxe cage glenoid medium, alpha: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side and was implanted with exactech devices. Subsequently, the patient experienced aseptic glenoid loosening and osteolysis of humeral and glenoid components. Gross loosening at 5 year visit. Possibly exacerbated from fall 6 weeks prior. As a result, approximately 3 years after initial replacement, the patient underwent revision surgery. All hardware was removed due to osteolysis of humeral and glenoid components. Patient had significant glenoid bone loss which was treated with a bone graft. Subject will return in 6 months to 1 year for conversion to rtsa. No further impact to the patient was reported. No other information is available.

Event description:
This is 2 of 2 reports for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, g3 (correct initial report to 25-jul-2025). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.